Event description:
It was reported that this patient presented to the hospital due to inappropriate shock therapy. Upon device data review, it was noted that device was in safety mode. Boston scientific technical services was contacted and recommended emergent device replacement, as well as diagnostic imaging to exclude right ventricular (rv) lead damage. The physician surgically explanted and replaced the device. During the procedure, visual inspection of the rv lead confirmed insulation abrasion and damage. The physician elected to surgically cut and cap the rv lead and a new rv lead was implanted to resolve the event. A portion of this rv lead remains implanted, but capped and out of service. The explanted lead portion was received for laboratory analysis. The patient was stable with no additional adverse consequences reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead segment was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient presented to the hospital due to inappropriate shock therapy. Upon device data review, it was noted that device was in safety mode. Boston scientific technical services was contacted and recommended emergent device replacement, as well as diagnostic imaging to exclude right ventricular (rv) lead damage. The physician surgically explanted and replaced the device. During the procedure, visual inspection of the rv lead confirmed insulation abrasion and damage. The physician elected to surgically cut and cap the rv lead and a new rv lead was implanted to resolve the event. The device and a portion of the rv lead are expected for analysis, but have not yet been received. A portion of this rv lead remains implanted, but capped and out of service. The patient was stable with no additional adverse consequences reported.